Event description:
--

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that no telemetry or pacemaker output could be established and the right ventricular seal plug was missing. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. During probing of the hybrid, the high current condition disappeared. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified lower than expected battery voltage. The hybrid was tested in many different conditions, at many different temperatures and the high current drain could not be reproduced. Analysis confirmed the inability to interrogate this device; however, the root cause could not be identified.

Manufacturer narrative:
Additional information provided noted that the device had declared ert and during a device changeout procedure loss of capture on the right ventricular lead was noted while removing the system. External pacing was provided. The lead remains in situ while the device was replaced and will be returned for analysis. Upon analysis this investigation will be updated. It is unknown what caused the collapse of this patient.

Event description:
Boston scientific received information that during a follow up procedure it was noted that the device had declared end of life (eol) after eight months. The patient was pacemaker dependent and had collapsed. It was noted that the device battery was suspected to have depleted prematurely. All lead measurements appeared to be normal. A follow up has been scheduled.

Manufacturer narrative:
--